Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/21/2009 and 05/27/2009 by phone, fax and mail. A completed questionnaire has not been received; additional information was obtained by phone and no further information is expected.

Event description:
A surgeon reported a patient with pigment dispersion and iris chafing three years following intraocular lens (iol) implant surgery. The surgeon explained that during the initial implant procedure, he broke the capsule and placed the iol in the sulcus instead. Over time, after capsule healed around the iol, the haptics were more anterior and ended up rubbing against the iris causing pigment dispersion. The iol was exchanged. The surgeon is not blaming the lens. No further information is expected.